Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly and was no longer alarming for high glucose alerts. The device failed the audio test during the call. On (B)(6) 2019, the customer's blood glucose was approximately 250 mg/dl. On (B)(6) 2019, the customer's blood glucose was between 412 mg/dl and 413 mg/dl. They changed their set and reservoir and treated with a manual injection. On (B)(6) 2019, the customer's blood glucose was 354 mg/dl. They did not change their set but treated with a manual injection. Troubleshooting was declined for the high blood glucose. The customer also reported that the retainer ring of the insulin pump was fine and they did not smell or feel insulin. The insulin pump will not be returned for analysis. Frn-mmt-332-rsvr, unomed set.